Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm, model #: sc-4316, lot #: 14802054, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient passed away. The physician did not know the cause of death. No additional information is available regarding the death.

Event description:
A report was received that the patient passed away. No further information were given.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.